Event description:
It was reported that the system 7 high speed precision saw was leaking an unknown substance during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, leaking, was confirmed. During the inspection the service technician observed the reported comment, as an oily substance was found on the head assembly. The service floor continued analysis but no component failures were found tied to leaking. Although there was no active leaking found, the presence of a substance on or being emitted from the handpiece is likely to be caused or contributed to by fluid inside of the device. Leaking is likely due to a user issue and not as a result of a product failure. A possible cause of this failure is not sufficiently drying the handpiece after the wash cycle. A substance inside or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.

Event description:
It was reported that the system 7 high speed precision saw was leaking an unknown substance during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.